Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to jammed motor gearbox. No unexpected pump error 23 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a post-reset ram crc alarm. Customer was able to clear the alarm but unable to complete rewind the insulin pump. Insulin pump had a motor movement or negligible movement and retries to free a stuck motor failed alarm. Insulin pump error settings unchanged press ok to restart and ask to rewind pump and give same error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.